Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) using new generation balloon-expandable valves (bev) and self-expanding valves (sev). All 887 patients in the bev group received a non-medtronic valve brand. Of the 819 patients in the sev group, 595 received a medtronic valve brand (evolut r or pro) and the remaining 224 received a non-medtronic valve brand. The authors observed in-hospital mortality rates of 4.8% and 5.4% for the overall sev group (n = 819) and evolut r/pro recipients (n = 595), respectively. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. The following adverse outcomes also occurred in the sev group: valve embolization and the need for a second valve, coronary occlusion, annulus rupture, tamponade, conversion to surgery, major vascular complications, bleeding (major or life-threatening), stroke, new permanent pacemaker implantation, patient-prosthesis mismatch, and paravalvular leak (trace to severe). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: bernardi flm, abizaid a, sândoli de brito f, et al. Balloon-expandable versus self-expanding valves for transcatheter aortic valve replacement using new generation devices: an analysis of the brazilian ribac-nt registry. Catheter cardiovasc interv. 2024; 1-11. Doi:10.1002/ccd.31061 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.